Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer¿s blood glucose was 489 mg/dl. The customer had experienced the symptoms such as chest pain, abdominal pain. The customer was treated with insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer reported that they had performed the displacement test and the test was passed. The insulin pump will not be returned for analysis.